Event description:
Healthcare professional (hcp) reported pt (pt) on 1550 device experienced "shakiness" during therapy. Pt was transferred to hospital and reported to have high bicarbonate level. Pt received two dialysis treatments with low bicarbonate dialysate. Pt was hospitalized for four days. 12/22/97 - hcp reported that pt has received therapy since this event without any further incidents.